Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, and upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, and upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually inspected and underwent leak testing. The cylinder had wear at fold in the middle of the cylinder. In addition, the cylinder had fluid leakage due to a hole in the middle consistent with sharp instrument damage. The pump was visually inspected and underwent leak and functional testing. Pump tubing was cut down to the block and it was not returned for analysis. The pump passed leak testing; however, it did not pass activation testing. In addition, an ams 700 unused cylinder was returned for analysis. No visual damages nor abnormalities were found. The cylinder passed leak testing. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.